Manufacturer narrative:
(B)(4). H6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: 1. How many devices demonstrated the alleged deficiency? 2. Did the first suture broke three times and a second only one? If other, please provide additional details. Yes 2. What is the procedure name? Gynecological laparoscopic myomectomy.

Event description:
It was reported that a patient underwent a gynecological laparoscopic myomectomy procedure on (B)(6) 2025 and barbed suture was used. During the procedure, when the doctor was suturing with suture during the operation, the suture broke. The doctor took out the suture, tied it up, and continued suturing, but it broke again three times. After replacing it with a new set of sutures, it broke again. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/10/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty open labeled winding former, and one needle-suture piece were received for analysis. Product code sxpp1a403. During the visual inspection of the sample, no breakage suture was observed. Even though the extreme of the suture was noted to be cut and some damaged (crushed) on the suture surface likely by a surgical instrument. Furthermore, a knot on the extreme, body fluids and deformations were noticeable in the barbs. In addition, significant tooling marks that appear to be caused by a surgical instrument were observed on the body needle. This product code sxpp1a403 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.